Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment. Results: the customer reported event was confirmed via visual inspection. Manufacturing records were reviewed and no relevant issues were identified. The IFU for instruments states the instruments may fracture depending on the number of times they are used as well as the precautions taken in handling, cleaning and storage. A materials analysis performed suggested that the t-handle fractured as a result of mixed cleavage and ductile overload. Previous static torque test have concluded that the t-handle can withstand 23-26 nm of torque when retracted and 36 nm of torque when deployed. Conclusion: the most likely cause of the reported event was determined to be user related. Specifically, applying excessive torque to the t-handle.

Event description:
It was reported that the tabs on the t-handle broke during a case. A replacement was available.